Event description:
--

Event description:
Boston scientific received information that this implantable right atrial (ra) lead was exhibiting loss of capture following coronary artery bypass grafting (CABG) surgery. There was evidence the lead had become dislodged. There was undersensing and inhibition of atrial pacing. A procedure took place to reposition the ra lead, however it was unable to be repositioned as it was hung up at the rib/clavicle region. The lead was surgically abandoned and a new ra lead was successfully placed. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the returned proximal segment was performed. The lead was severed and the distal end had melted insulation, which would likely be from electrocautery. The coils were severely stretched for a total length of 600 mm. The electrode tip was missing. Analysis was unable to confirm the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.